Event description:
Have used 2 stelo over-the-counter (otc) continuous glucose monitors (cgms) over the last month. Both were fairly accurate for the first 3-5 days after insertion however after that both began reading significantly higher both for spikes and for my baseline, which wouldn't often drop below 100. As a physician assistant I already knew my most recent hemoglobin a1c and have the ability to do random glucose checks and recognized that the stelo was consistently reading 20 points above what my a1c was suggesting my average to be and from what my random glucose checks were. I tried the monitors one on each arm and had the same thing happen on both arms with both monitors. For the last 5 days of my most recent stelo I placed the abbot lingo on the other arm to also compare against the stelo and against my blood glucose and found the stelo was also reading 20 points higher than the lingo. The only similarity between all glucose monitoring compared to stelo is that the drops and spikes correlate however, the numbers the stelo is giving are vastly elevated in comparison to every other method of monitoring. In comparison, the lingo has never been more than 8 points higher or lower than my blood glucose checks and roughly consistent with my a1c. I have found numerous online forms of other individuals reporting the same issue with stelo with it being accurate only for the first 3-5 days before starting to read very elevated. This is very concerning to me as a physician assistant because I have patients with diabetes not utilizing insulin who have decided to use the stelo because it is cheaper than their copay on a prescription cgm. In this individuals, to have the numbers be so vastly inaccurate directly impacts their patient care and disease management which is why I am reporting this as something that needs to be addressed in regard to the dexcom stelo monitors. My average hemoglobin a1c over the last two checks was 5.3% however based on stelos average daily glucose reading my a1c would be nearly 5.7%. Reference report: mw5171503.